Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #s 1627487-2011-09238 and 1627487-2011-09240. The patient received the scs system including two percutaneous leads from the same lot on (B)(6) 2011. Pt also received a new extension on (B)(6) 2011, when receiving a replacement ipg (MDR reference: 1627487-2011-10004). It was reported the pt experienced jolting sensation around the ipg site with or without using the scs system. It was also noted the pt experienced positional stimulation. In order to resolve the issue, a medical intervention was performed in which all the systems were tested inter-operatively with no issues noted. The system was reconnected and stimulation was restored post-operative. No further pt complications were reported.